Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). The patient was pacemaker dependent. The device was removed from service with no complaints from the field. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.